Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient was checking their device and saw the por screen. Por meaning was reviewed with the patient and they were redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.